Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that the device was failing the operational (op) check. No patient or user involvement.